Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. It was noted that approximately 5mm of one of the blades was lifted from the balloon material. The remaining 15mm of the lifted blade and the entire pad remained bonded to the balloon material. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied and the balloon was inflated to its rate of burst pressure of 10atm (atmospheres) without issue. A vacuum was then applied. The inflation device was verified at 10atm (atmospheres), before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 10atm (atmospheres) was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. Two 6.00mm/2.0cm/50cm peripheral cutting balloon were selected for use. During procedure, it was noted that the balloon ruptured and was then simply pulled out from the patient's body. A second balloon was used; however, the same issue occurred. The procedure was completed with another of same device. No complications reported and patient's condition is good. It was further reported that there were no resistance met upon removal of the balloon and that normal force was used.

Event description:
It was reported that the balloon ruptured. Two 6.00mm/2.0cm/50cm peripheral cutting balloon were selected for use. During procedure, it was noted that the balloon ruptured and was then simply pulled out from the patient's body. A second balloon was used; however, the same issue occurred. The procedure was completed with another of same device. No complications reported and patient's condition is good.